Event description:
It was reported the device system was removed due to undesirable results. There was no issues with the patient. The device system was not replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.